Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the sensor cannula was not present after insertion. The sensors would have calibration errors as well. These issues occurred on 4 different sensors. The patient's blood glucose at the time of incident is unknown. The sensors were not returned for analysis.